Manufacturer narrative:
The lens remains implanted. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
Initially, a patient reported having glare issues with her intraocular lens. Patient stated that the glare at night is so overwhelming it is ruining her life. After a year, she will have to change her lens. On (B)(6) 2017 additional information was received and it was learned that the patient had a tecnis lens implanted in both eyes. She had follow-up appointments with her physician every 3 months and in the beginning of april her physician prescribed eye drops and glasses to help with glare. Neither of which helped. During her last visit, her physician suggested explanting the lens. A follow-up with the surgery center confirmed that the zlb00 intraocular lens (iol) was implanted on (B)(6) 2016, in the patient's left eye. The physician believes that the zlb00 iol implanted in the patient's left eye has no issue and has no plans to take any action for the left eye. The physician is waiting for the patient to let them perform an explant on her right eye. No further information was provided. This report will capture the lens implanted in the patient's left eye and a separate MDR was filed for the lens in the right eye.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.